Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump am/pm time setting was reversed. Customer may have inadvertently changed the time. Blood glucose (bg) was 34 mg/dl and soda/honey were consumed to address bg. Tandem technical support assisted the customer with correcting the time.